Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, nurse reported pt came in today with elevated blood glucose and has just been admitted to hospital for dka. On call back the same day, nurse reported pt has been using backup infusion device for approximately one month. She stated pt started feeling nauseous and 'in pain'; blood glucose levels had been elevated since the day before. Nurse reported pt's daughter checked pt's blood glucose level the following day, with reading of 'hi' (>600 mg/dl) and called emts. Nurse reported pt arrived at the hospital around 1/2 hour later and was given 1000 ml bolus of saline and medication for nausea/pain. Nurse stated pt was also given 10u of insulin (r) and her blood glucose 1 hour and 20 minutes later was 602 mg/dl. Nurse reported pt was placed on insulin infusion drip 30 minutes later and is currently admitted in hospital, blood glucose checked hourly. Nurse stated the pt's backup infusion device was in use at the time of the event with no errors/alerts of any kind. Verified there have been no button issues, correct battery type in use, basal rate set correctly, bolus history confirmed to be correct, time/date set correctly. Verified pt is using correct insulin type, and following correct insulin use guidelines. Nurse reported pt did not eat dinner on the day prior to event, and had no corresponding meal bolus. She stated, pt has had recent stomach concerns, has been nauseated and vomiting for approximately 2 weeks leading up to the hospitalization. Nurse reported a large air bubble is visible at the top on the insulin cartridge. Nurse stated the infusion device was in the run mode, there was an insulin cartridge in the infusion device, and there was an infusion set attached to the insulin cartridge adapter. Instructed her to bolus 2.0 units of insulin into the air. She stated no insulin came through the infusion tubing. Instructed nurse to place the infusion device into the stop mode and prime the infusion set. Nurse reported after about 6.0 units of insulin, insulin flowed through the infusion tubing. Had nurse stop the prime. No product return was requested.